Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: instructions for use has a warning statement: never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).

Event description:
The customer reported the teeth will not connect when an attempt is made to secure the enclosure closed. The customer did not provide the specific date when this was discovered. There was no patient incident or injury reported.